Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device cut but doesn't staple at when using on the bronchus. Unknown how case was completed. There were no adverse consequences for the patient.